Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional percutaneous coronary interventional (pci) procedure. Reportedly, one prostyle suture was preplaced successfully. The sheath was upsized to a 14f sheath and the pci procedure was completed. After the knot of the prostyle device was advanced there was bleeding oozing in the large hole puncture site. Another prostyle was deployed however, when the knot was tightened the suture came out and could not be used to achieve hemostasis. A non-abbott device was added to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.